Event description:
Reporter indicated that vns pt had passed away. Cause of death is unk at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.